Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), anaemia ('blood or heart disorder/condition type: anemia') and systemic lupus erythematosus ('lupus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation in 2008, gallbladder removal in 2003, numbness and headache. Concurrent conditions included fibromyalgia, lupus erythematosus, uterine bleeding, uterine polyp nos, uterine polyp, uterine fibroids, cholecystectomy, knee operation, head pain, neck pain, nausea, vomiting, dyspareunia, cervical spondylosis, pain in hip, rash, swelling of limbs, pain legs, degenerative disc disease, hypertrophic facet joint disease, tingling, cervicalgia, numbness, pain in thoracic spine, fall, general body pain, bloating, vitamin b12 deficiency, iron deficiency, stenosis, pancytopenia, underweight, cyst of ovary and hashimoto's disease. Concomitant products included pregabalin (lyrica) since (B)(6) 2016 for fibromyalgia as well as acetylsalicylic acid;butalbital since (B)(6) 2009, alprazolam, amitriptyline hydrochloride (elavil), azadirachta indica oil since (B)(6) 2018, botulinum toxin type a (botulinum toxin), butalbital;caffeine;paracetamol (butalbital, acetaminophen and caffeine), butalbital;caffeine;paracetamol (fioricet), carisoprodol since (B)(6) 2008, cefuroxime axetil, cetirizine, diphenhydramine, fexofenadine hydrochloride (allegra), fluticasone, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2008, hydrocortisone (proctozone hc), hydroxychloroquine, hydroxychloroquine since (B)(6) 2017, levothyroxine, levothyroxine sodium (synthroid), levothyroxine sodium (tirosint) since (B)(6) 2016, lidocaine (lidoderm), lidocaine since (B)(6) 2007, lisdexamfetamine mesilate (vyvanse), misoprostol, omeprazole (protonix) since (B)(6) 2010, ondansetron hydrochloride (zofran), ondansetron since (B)(6) 2017, pantoprazole, promethazine, sumatriptan since (B)(6) 2017, topiramate, tretinoin, vitamin b12 nos (vitamin b 12) since january 2013 and vitamin d nos (vitamin d) since january 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), migraine ("migraines / headaches"), anaemia (seriousness criterion medically significant) and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss (specify which one) weight gain") and mean cell volume ("autoimmune disorder type of disorder: cv antibody"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with amitriptyline, botulinum toxin type a (botox), iron, nsaids, paracetamol (acetaminophen), infusion of intravenous iron. And surgery (novasure ablation on (B)(6) 2009 and salpingectomy (bilateral)/ hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, weight increased, abdominal pain and systemic lupus erythematosus had resolved and the vaginal haemorrhage, depression, anxiety, migraine, anaemia, mean cell volume and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, depression, mean cell volume, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151 lbs. Received treatment for bleeding, autoimmune, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2010: retroverted uterus. Non pregnant. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, migraine, menorrhagia, anemia. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New events: autoimmune disorder type of disorder:mcv antibody, nickel allergy added. New reporter and concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and anaemia ('blood or heart disorder/condition type: anemia') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation in 2008, gallbladder removal in 2003, numbness and headache. Concurrent conditions included fibromyalgia, lupus erythematosus, uterine bleeding, uterine polyp nos, uterine polyp, uterine fibroids, cholecystectomy, knee operation, head pain, neck pain, nausea, vomiting, dyspareunia, cervical spondylosis, pain in hip, rash, swelling of limbs, pain legs, degenerative disc disease, hypertrophic facet joint disease, tingling, cervicalgia, numbness, pain in thoracic spine, fall, general body pain, bloating, vitamin b12 deficiency, iron deficiency, stenosis, pancytopenia, underweight, cyst of ovary and hashimoto's disease. Concomitant products included pregabalin (lyrica) since (B)(6) 2016 for fibromyalgia as well as acetylsalicylic acid; butalbital since (B)(6) 2009, alprazolam, amitriptyline hydrochloride (elavil), azadirachta indica oil since (B)(6) 2018, botulinum toxin type a (botulinum toxin), butalbital; caffeine; paracetamol (butalbital, acetaminophen and caffeine), butalbital; caffeine; paracetamol (fioricet), carisoprodol since (B)(6) 2008, cefuroxime axetil, cetirizine, diphenhydramine, fexofenadine hydrochloride (allegra), fluticasone, hydrocodone;paracetamol (acetaminophen; hydrocodone) since (B)(6) 2008, hydrocortisone (proctozone hc), hydroxychloroquine since (B)(6) 2017, levothyroxine, levothyroxine sodium (synthroid), levothyroxine sodium (tirosint) since (B)(6) 2016, lidocaine (lidoderm), lidocaine since (B)(6) 2007, lisdexamfetamine mesilate (vyvanse), misoprostol, omeprazole (protonix) since (B)(6) 2010, ondansetron hydrochloride (zofran), ondansetron since (B)(6) 2017, pantoprazole, promethazine, sumatriptan since (B)(6) 2017, topiramate, tretinoin, vitamin b12 nos (vitamin b 12) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2018. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("physical pain\pain"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches") and anaemia (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with amitriptyline, botulinum toxin type a (botox), iron, nsaids, paracetamol (acetaminophen), infusion of intravenous iron. And surgery (novasure ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, migraine, anaemia and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Ultrasound pelvis on (B)(6) 2010: retroverted uterus. Non pregnant. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, migraine, menorrhagia, anemia. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs and mr received: new events- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines / headaches, anemia,weight gain were added. Concomitant & treatment drugs were added. Concomitant and historical conditions were added. Lab tests were added. Reporters were added. Patient's demographic were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), anaemia ('blood or heart disorder/condition type: anemia') and systemic lupus erythematosus ('lupus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation in 2008, gallbladder removal in 2003, numbness and headache. Concurrent conditions included fibromyalgia, lupus erythematosus, uterine bleeding, uterine polyp nos, uterine polyp, uterine fibroids, cholecystectomy, knee operation, head pain, neck pain, nausea, vomiting, dyspareunia, cervical spondylosis, pain in hip, rash, swelling of limbs, pain legs, degenerative disc disease, hypertrophic facet joint disease, tingling, cervicalgia, numbness, pain in thoracic spine, fall, general body pain, bloating, vitamin b12 deficiency, iron deficiency, stenosis, pancytopenia, underweight, cyst of ovary and hashimoto's disease. Concomitant products included pregabalin (lyrica) since january 2016 for fibromyalgia as well as acetylsalicylic acid;butalbital since january 2009, alprazolam, amitriptyline hydrochloride (elavil), azadirachta indica oil since (B)(6) 2018, botulinum toxin type a (botulinum toxin), butalbital;caffeine;paracetamol (butalbital, acetaminophen and caffeine), butalbital;caffeine;paracetamol (fioricet), carisoprodol since (B)(6) 2008, cefuroxime axetil, cetirizine, diphenhydramine, fexofenadine hydrochloride (allegra), fluticasone, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2008, hydrocortisone (proctozone hc), hydroxychloroquine since (B)(6) 2017, levothyroxine, levothyroxine sodium (synthroid), levothyroxine sodium (tirosint) since (B)(6) 2016, lidocaine (lidoderm), lidocaine since (B)(6) 2007, lisdexamfetamine mesilate (vyvanse), misoprostol, omeprazole (protonix) since (B)(6) 2010, ondansetron hydrochloride (zofran), ondansetron since (B)(6) 2017, pantoprazole, promethazine, sumatriptan since (B)(6) 2017, topiramate, tretinoin, vitamin b12 nos (vitamin b 12) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), migraine ("migraines / headaches") and anaemia (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with amitriptyline, botulinum toxin type a (botox), iron, nsaids, paracetamol (acetaminophen), infusion of intravenous iron. And surgery (novasure ablation on (B)(6) 2009 and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, weight increased, abdominal pain and systemic lupus erythematosus had resolved and the vaginal haemorrhage, depression, anxiety, migraine and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151 lbs. Received treatment for bleeding, autoimmune, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2010: retroverted uterus. Non pregnant. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, migraine, menorrhagia, anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Removal date, event : abdominal pain, lupus were added. Outcome of the event : weight gain, menorrhagia, physical pain\pain/pelvic pain were updated incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.